Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. As noted on 8 november 2017 per the qa/ra compliance manager, the australian repair center service repair records are unavailable if the record was created prior to 1 january 2016. Since the previous repair occurred prior to 1 january 2016, the previous repair record can therefore not be retrieved at this time. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to (B)(6) 2019, the device was noted to have been previously repaired once for the locking slide being very tight reported on (B)(6) 2013. Review of the complaint history found no other similar events related to the reported device; as such, no further additional action is required at this time. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that the ratchet on a mesher was not functioning correctly by not freewheeling back on(B)(6) 2019. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the pretest could not be performed due to the comb being out of shape and the cutter not rolling smoothly. Upon further evaluation, it was found that the bottom roller and gear as well as the side plates, carrier guide and the inner gear, pin and spring of the ratchet handle were worn. The handle grub screw and the sliding pin screws were found to not be the original screws. Repair of the mesher occurred on (B)(6) 2019 and involved replacing the comb, bottom roller and gear, inner gear, pin, and spring on the ratchet handle, both side plates, the shoulder bolts, washers, and nuts, carrier guide, and the screws as well as recalibrated the device. The technician then tested and verified that it was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. Based on the information provided, the cause of the ratchet not backwheeling was due to a worn down inner gear. The inner gear is the component that allows the ratchet handle to move turn back without moving the inside of the ratchet head when it is attached to the mesher. If this component is damaged or wears down, the ratchet handle would then not be able to properly rotate back. During evaluation of the device, it was also found that the screws on the handle and the sliding pins were not original components of the device. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual rev. A) states to not use the device if damage or wear is noted that may compromise the function of the instrument, to not attempt to disassemble the device, the device should be returned to zimmer surgical for repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device ratchet was not functioning correctly (not freewheeling back). The issue occurred during surgery. Subsequently this did not caused patient harm and there was no delay. The surgery was completed without using any alternate device and the problem did not caused an impact/damage to graft harvest. No adverse events were reported as a result of this malfunction.